Event description:
The customer reported the ventilator alarmed with an air source fault during use. The customer reported the ventilator was in use on a patient and there was no patient harm. The respironics technician was unable to duplicate the reported problem but reported there were diagnostic codes found in the ventilator log history that indicated a loss of air and oxygen gas supplies. The loss of both gas supplies will effect the function of the ventilator. The service technician replaced the oz regulator. Performance verification testing was performed and passed per operating specifications.